Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose twice. The customer's blood glucose was high at the time of incident. The customer reported that they received no delivery alarms. The customer stated that they were hospitalized on (B)(6) 2016 and (B)(6) 2016. The reservoir will not be returned for analysis.